Manufacturer narrative:
An investigation by a quality engineer could not confirm the issue. Completion of the circuit and cautery was confirmed. Upon connecting the snare and the grounding pad the circuit was complete and electricity passed through.

Event description:
It was reported that a boa snare did not provide cautery. The patient required a hemostasis clip application to complete the procedure.